Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The foil packaging was returned with the foil backing degraded around several areas where the package has been bent sharply. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging inspection procedure found it is ensured that 100% of the pouches are thoroughly checked for damage, breach, and the presence of the foil-foil seal in the white room area. Any peeled pouches will be identified during this critical step. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include wear from use or improper cleaning. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The foil packaging was returned with the foil backing degraded around several areas where the package has been bent sharply. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging inspection procedure found it is ensured that 100% of the pouches are thoroughly checked for damage, breach, and the presence of the foil-foil seal in the white room area. Any peeled pouches will be identified during this critical step. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include excessive force, an impact event inconsistent with normal use or degradation during transportation or shipping and handling of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy procedure, the aluminum coating on the sterilized foil pouch of the osteoraptor 2.9 had peeled off. The procedure was completed with the same faulty device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10:internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per new information received by the complainant, the damage was in internal component of the package, the sterile barrier was not compromised. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during an arthroscopy procedure, the aluminum coating on the sterilized foil pouch of the osteoraptor 2.9 had peeled off, there was no damage to the sterile barrier. The procedure was completed with the same faulty device with no surgical delay. No further complications were reported.